Event description:
The pt was revised because of recurrent knee effusion, swelling, pain and decreased range of motion.

Manufacturer narrative:
The products associated with this reported event were not returned for examination. The products codes and lot codes required to retrieve the device history records for reviewing and search the complaint database were not provided. The investigation could not draw any conclusions about the reported event based on the info provided. The reported pt large physical stature ((B) (6)) in combination with a high activity level and the length of time implanted are possible contributing factors. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional info be received, the investigation will be re-opened.